Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Rep reported that the shunt did not appear to be operating properly in the patient. As a result, the device was revised.